Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they don't think the external charger is working. Caller stated that last night they were recharging the implant for 45 minutes to an hour and it didn't show that the implant was charged at all, but the controller battery had drained 40%. Caller added that over the past month it has been taking longer and longer to charge the implant and the controller is taking more battery power to charge. Caller noted that sometimes they will be sitting there and not move a muscle and it will make an alarm noise to tell them it's not positioned correctly. Caller added they will check the controller and see that it is connected and charging, but then it will do that 8-10 times in a row with the recharge quality jumping all around. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller reinserted the battery and confir med controller is 100% and implant is 50%. Caller then connected the recharging antenna and confirmed recharging excellent. Caller then saw poor recharge quality. Agent had caller check the recharging speed, and caller confirmed it was set to 4. Caller then asked if it was normal for the recharger paddle to get hot. Caller explained that after attempting to charge on the longer nights, the paddle will be hot to the touch. Caller stated it's hot enough that they don't want to touch it for long for it was not just warm. The issue was not resolved. An email was sent to repair to replace the recharger. Patient called back and was still having issues charging the implant with the replacement recharger. Patient was stuck at 80% for 45 minutes. The controller went black/unresponsive. Patient also got a white screen while charging the implant. An email was sent to repair to replace the controller. Patient called stated they have not receive the package yet. Agent checked the excel spreadsheet and did not locate tracking information. Agent resent email to the repair dept for controller.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name ; product ID 97745nt (serial: (B)(6)); product type: b3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot# serial# (B)(6), product type recharger. H3: the recharger, model# 97755-s, serial# (B)(6), revealed they were unable to replicate the reported issue. There were no anomalies visually observed and there were no issues with finding or charging an ins. The device tested ok and passed final functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that replacing the recharger resolved the issue.